Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and could not confirm the reported complaint. A review of the alarm logs, however, confirmed there had been an alarm 'patient circuit leak'. The patient circuit was considered to have been the source of the leak, the unit was returned to service.

Event description:
The hospital reported the unit was leaking at a rate between 4.5l and 9l. There was no report of patient involvement.